Event description:
The pt stated, she received an 04 (occlusion) error after bolusing. The pt was instructed to disconnect from her infusion site and she was able to prime her infusion tubing without error. The pt stated that, she experienced some "burning" at her infusion site earlier in the day. The pt was advised to change her infusion site. The pt stated that upon removal of the infusion site, the cannula was bent. Upon follow up, the pt stated that he has not experienced any further 04 errors and her blood glucose is normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.